Manufacturer narrative:
Correction: this report is to retract 2017865-2021-39656 submitted on 20 dec 2021. This report was erroneously submitted. This product is already reported in 2017865-2021-39645 submitted on 20 dec 2021.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-39644, related manufacturer reference number: 2017865-2021-39645, related manufacturer reference number: 2017865-2021-39647, related manufacturer reference number: 2017865-2021-39648. It was reported that the patient presented for a right ventricular lead (rv) revision procedure. The reason for the rv lead revision was unknown. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.